Event description:
This is report 1 of 2 for the same event. It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the burr device was ¿unable to lock¿ while in use with an attachment device. According to the report, the burr device fell ¿off¿ the attachment device. The reporter stated that the attachment device worked well with a spare burr device. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or email address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.